Event description:
No additional information.

Manufacturer narrative:
Investigation summary: one set was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer.

Event description:
It is reported when priming lines the bd alaris pump infusion set broke into two pieces which resulted in normal saline (the priming solution) spilling all over the floor. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.